Event description:
Instrument came apart when inserting bone plug in to femoral canal. The tip of the instrument that is threaded remained in bone plug. Cement inserted femoral stem tried to bed inserted and failed. Stem had to be removed, cement had to be removed. Bone plug has to be removed.